Event description:
(B)(4). Followup reported indicated the patient is receiving therapy and is happy.

Manufacturer narrative:
Ins model 3058, (B)(4), implanted: 2011-(B)(6) explanted: unknown, ins model 3058, (B)(4), implanted: 2009-(B)(6) explanted: 2011-(B)(6), lead model 3889-33, (B)(4) , implanted: 2009-(B)(6) explanted: unknown, programmer model 3037, (B)(4). Final device analysis revealed no anomaly found. Normal device functional testing, visual examination, telemetry output testing and pressure can tests were performed with no anomaly found.